Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 200-210mg/dl fasting. Verified the strips expire 07/26/2017. Customer confirms the strips are stored in her bedroom and were first opened (B)(6) 2015. Customer performed blood test, 255 mg/dl, fasting. Reviewed meter memory; based on the customer's expected results 210 mg/dl and the lowest result in memory 90 mg/dl, the complaint is reportable (zone c).

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).